Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with minor scratches on lcd window, cracked case at display window corners and battery tube threads. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 179 mg/dl. The customer stated that the pump was out with guest while he was hunting in the rain. The customer stated that he had the pump tucked into his pants and does not think that it got wet. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.